Event description:
Consumer states chair doesn't always respond to the joystick. Battery does not hold a charge.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.